Event description:
It was reported that there was some sort of bio burden in the package that was described as two small pieces of metal. The associated case was delayed ninety minutes to reprocess the set that the suction irrigator touched.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was some sort of bio burden in the package that was described as two small pieces of metal. The associated case was delayed ninety minutes to reprocess the set that the suction irrigator touched.

Manufacturer narrative:
The foreign material condition could not be confirmed since the device was not received. Likely root causes are: manufacturing/assembly error, incorrect or inadequate packaging, severe shipping conditions, user error in not properly inspecting unit prior to use, as per risk documents. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.